Event description:
(B)(4). Side effects: chronic neck and back pain. Wrist and hand numbness. Migraines. Heavy periods with clotting. Periods stopping and re-starting. Metallic taste in mouth. Gallbladder removed. Pelvic pain.